Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while vomiting, due to t wave oversensing with wide qrs complexes. The s-ICD is programmed to primary vector with report of ventricular tachycardia (vt) ventricular fibrillation (vf) with report of non-conversion. The rhythm after the shock was wide qrs with undersensing. Technical services (ts) observed high shock impedances remaining within normal range and recommended x ray imaging and review as this could be consistent with this electrode being located in adipose tissue. The smartpass (sp) feature of the s-ICD was off during the episode and ts recommended reviewing sp with increasing heart rates. The field representative noted this patients potassium was very high and this patient was being admitted to the hospital. Additional information is being requested from the field. This electrode remains in service. No additional adverse patient effects were reported.